Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login failures across multiple facilities were caused by incompatible software installation and configuration. The system required asp net 6.0, but asp net 8.0 was mistakenly installed, which resulted in authentication failures. The technical support specialist (tss) corrected the net compatibility issue by installing the required asp net 6.0 version. After the correction, users were able to log in successfully. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to login.there were no delay, no adverse events or injuries reported based on this event.